Event description:
Caller reported encountering a cartridge alarm during pumping. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed recurring issues with cartridges and decided to replace the pump. Customer was instructed to use multiple daily injections as backup therapy and agreed to complete required training for the replacement pump. A replacement pump with updated software was sent, and the customer was guided on storage mode steps and returning the malfunctioning pump to tandem within 10 days.